Event description:
It was reported that the patient with this right atrial (ra) lead thinks the device may have slipped out of the socket. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ra lead remains in service.